Manufacturer narrative:
The product is not implantable.(B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct375 17.0 diopter intraocular lens (iol), used with a 1mtec30 cartridge, was implanted in the patient's operative eye on (B)(6) 2017. Post-operatively, the next day, the patient presented with symptoms of toxic anterior segment syndrome. The patient was treated with steroids and is doing well with a full recovery. No additional information was provided. This report captures the event for the cartridge. A separate report is being submitted for the iol.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the complaint device was discarded. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Sterility records review: the sterilization record was reviewed and was found in compliance with the sterilization process parameters. The sterility test was completed and no growth was certified. The pyrogen test was completed and found in compliance. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.